Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: fluid aspiration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor memoryshape breast implant 280cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, it was reported that the right breast capsule filled up with fluid. As a result, the patient underwent aspiration and 700ml of fluid was drained. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 22-nov-2022, mentor received additional information about the event. It was reported that the correct serial number for the patient¿s right breast prosthesis is (B)(6). Correction: after clinical/secondary review of this file performed on 13-dec-2022, it was decided to remove code local reaction (e040203) and add code seroma (e0307) to more accurately capture the reported event. Manufacturer¿s reference number:(B)(4). H6 health effect - clinical code: removed code local reaction (e040203) and added code seroma (e0307).

Manufacturer narrative:
On 09-feb-2023, mentor received additional information about the event. Cytology results for the seroma fluid from the patient¿s right breast were received and they were negative for malignant cells. On 13-feb-2023, mentor received additional information about the event: - the patient¿s right breast prosthesis ruptured post implantation. - the patient did not have her breast prostheses replaced after explant surgery. - the explanted breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 17-feb-2023, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. Additionally, the patient developed a seroma and underwent fluid aspiration. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2022, mentor received additional information about the event: it was reported that the patient¿s right breast capsular contracture was baker grade IV. The patient also developed capsular contracture in her left breast (baker grade ii). This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-00215 for the report for the patient¿s left breast prosthesis. The patient underwent bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture, right breast seroma. Manufacturer¿s reference number: (B)(4).